Event description:
Approximately 3 weeks ago, while priming a new insulin cartridge, the piston rod fuly extended, causing the entire contents of the insulin cartridge to leak inside of the device's cartridge chamber. There was no apparent damage to the insuling cartridge. Patient shook all compartment, and continued to use the device. Patient stated that the device has been generating recurrent cartridge/adapter alerts. Patient's blood glucose was not affected and no treatment was received. Patient will switch to their back-up device.